Manufacturer narrative:
The lead passed all testing, therefore no problem was detected. In addition, the infection allegation was not confirmed. Infection is a known medical risk when the skin barrier is breached. However, analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the patient underwent a revision procedure, and the device and the lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system experienced infection. Subsequently, the patient underwent a revision procedure, and the device and the lead were explanted and replaced. No additional adverse patient effects were reported.